Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, breast has lost volume and is flaccid, device has dropped, and patient can feel what feels like plastic. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "breast is partially deflated but very deflated," the gel device "has lost volume and is dropped," and "you can feel what feels like plastic." Additionally healthcare professional reported and confirmed left side rupture which "has lost volume and is flaccid." Device remains implanted.